Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds), failure to close the clip and difficulty removing the cds. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first cds was advanced to the mitral valve. During grasping, it appeared that the cds was diving. The clip was inverted and retracted back to the left atrium (la). An attempt was made to close the clip, but the clip did not close. Troubleshooting was performed; however, the clip could only be closed to approximately 15 degrees. The decision was made to remove the cds and replace the device. During retraction, the clip became caught on the steerable guide catheter (sgc) soft tip. The cds was slightly advanced and able to be freed. The clip was then retracted inside the sgc, but became stuck. The cds and sgc were retracted together. When the clip reached the access site, it was observed that one clip arm had come back out of the sgc tip, and met resistance with the anatomy. There was no damage to the anatomy, and the devices were removed successfully. A new cds and sgc were used to complete the procedure. Two clips were implanted, reducing the mr to 2+. After the procedure, the cds was removed from the sgc. No damage was observed, but it was suspected that the sgc tip may have been torn. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) found the clip had opened to approximately 100 degrees. An attempt to close the clip was made to remove the clip from the steerable guide catheter (sgc), but clip would not close. The clip was manually closed to facilitate removal from the (sgc) this confirmed the reported difficulty in clip arm movement. In addition, the results of the returned device analysis indicated that there was a crack noted at one of the collet tines. The release crimper was loose and further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Av determined that the root cause of the loose release crimper to be potentially related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.